Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 429 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to airport scanner; drive support cap appeared normal and customer was able to complete rewind process. Insulin pump passed displacement test. Customer was advised to monitor insulin pump.

Manufacturer narrative:
The customer stated that she received a motor error on her insulin pump while preparing to take a bolus. The customer stated the drive support cap appears normal. Inquired if the insulin pump has been exposed to high magnetic field; found approximately 2 weeks approximately 2 weeks ago the customer was in the airport scanner. No e70 alarm was reported. The customer was able to clear the alarm in the insulin pump and rewind; reviewed alarm history for the presence of e70 or more than one motor error alarm in the last 30 days; found the customer has received a motor alarm early the same day and called to report it. Customers blood glucose at the time of the incident 229 mg/dl. The customer was advised that the insulin pump will need to be replaced, to discontinue use of the insulin pump and follow the backup plan as provided by the customers health care professional.